Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was going to begin logging events and capture all details of ins charge as requested. The issue was resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller is with pt and pt alleges ins turns itself off. This has been starting since around (B)(6) 2024. Pt charges ins when it is at %10 or above, caller notes 6 of last 10 recharge sessions started at %10. Nov 7th shows therapy as unavailable due to discharge. Pt does not know the last date the issue occurs, states it happens once a month aprox. Pt does not use adaptive stim, no cycling. Caller states the issue typically occurs when pt is in bed, pt will feel 'crummy' and then check ins with controller and ins will show as off on controller. Pt uses an adjustable bed with magnets and caller thought maybe that was related. Agent advised that pt keep a log of the issue with all potential details, reviewed meeting with pt to corroborate data via diaries/mdt report.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.